Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. As received, the belt failed incoming testing. Upon eval, the brown driven ground wire was broken from the te3 solder pad. The cause of the alarms and test failure is the broken solder connection. The root cause of the broken solder connection cannot be positively identified but is likely excessive force placed on the cables. No adverse event reported from the broken solder connection. The pt received a replacement electrode belt.

Event description:
A (B)(4) male pt contacted zoll customer support to report constant alarms. The pt was issued a replacement electrode belt.